Manufacturer narrative:
Results: a sample and photo were returned for evaluation. It was confirmed that there was a presence of blood inside the tube, on the top outer surface of the stopper, and on the inner surface of the stopper. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5251705. Conclusion: the indicated complaint mode was confirmed.

Event description:
It was reported that 13x75 mm 4.0 ml bd vacutainer® plus plastic whole blood tube while still in the packaging had a puncture hole in the top and there was blood inside the tubing. There was no injury or medical intervention reported.